Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Dealer states consumer has transfer bench that is retaining water and leaking onto her floor. Water is filling up inside of the unit and has spilled out onto the floor outside of the bath/shower. Dealer states consumer informed her that she had slipped and fallen at one point but no injury was reported to the dealer. MDR filed.